Event description:
Per the clinic, the patient experienced a skin flap breakdown around the implant side; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed february 10, 2014.

Manufacturer narrative:
(B)(4).